Manufacturer narrative:
The device was returned to zoll medical after the customer repaired the device and replaced the monitor board. The original monitor board was not returned by the customer. As a result the investigation was compromised and root cause could not be determined. This claim has been closed as no product returned. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.